Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of inflammation and granuloma area physiological complications and analysis of the device generally does not assist allergan in determinating a probable cause of this event.

Event description:
Healthcare professional reported approximately 3 months after injection with juvederm ultra plus xc in the nasolabial folds and oral commissures, pt developed submandibular "facial lymph node enlargements". The submandibular lymph nodes were removed surgically, however two remained perinasal lymph nodes are still enlarged. Clarification provided by the treating healthcare professional noted pt developed "chronic inflammation and numerous non-caseating granulomas " that are "most likely form [the pt's] prior facial filler injection, of juvederm ultra plus xc. The granulomas are further described as a "foreign body reaction", with "palpable nodules over the right anterior/lateral maxilla, lateral to the left nasal dorsum, and right lateral lower lip". During the course of identifying etiology, the treating healthcare professional prescribed cleocin post excisional biopsy for "mild edema and tenderness". At this time the recommendation is "observation of the other nodules" as they will "most likely, resorb with time".